Manufacturer narrative:
(B)(4). Other device explanted. Model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI#: (B)(4).

Event description:
It was reported that the patient had a fall on an unknown date that resulted in a jarring impact to his back. Following the fall, the patient reported pain on both sides of the lower spine after therapy sessions. Prior to the fall, the patient had reportedly been responding well to therapy. In response to the reported pain, the clinical specialist reduced the therapy settings and instructed the patient on proper positioning during therapy. An x-ray was subsequently performed and confirmed that no lead migration had occurred as a result of the fall. Due to the ongoing pain, the patient's therapy use became inconsistent, and the patient ultimately elected to have the device explanted. During the explant procedure, the implantable pulse generator (ipg) and leads were removed. However, the right distal electrode fractured during removal and was retained in the patient. The physician elected to leave the fragment in place to avoid causing additional muscle damage. No patient injury or adverse clinical effects were reported.